Event description:
It was reported that the patient was slammed on the floor, and was overdosed with the drugs that were infused. No other information was given with this report. If additional information is received, this report will be updated.

Manufacturer narrative:
Product ID: 8711, lot# j11291r60, implanted: (B)(6) 2002, product type: catheter. (B)(4).